Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right ventricular (rv) lead also exhibited high impedance. The lead was capped and replaced on the right side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, undefined impedance and a confirmed fracture. The lead was unable to be replaced due to the subclavian vein on the left side being occluded. A revision is being planned. No further patient complications have been reported as a result of this event.